Event description:
It was reported that the image was not simply flickering, but intermittently blanking out when the system was placed in a lateral position. Intermittent loss of live image. There was no report of a death or serious injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.